Event description:
It was reported that this electrode exhibited multiple untreated episodes with oversensing of noise and changes in morphology. No inappropriate therapy was ever delivered. Review of the untreated episodes noted the potential of sense b node being oversensed. An x-ray of the system did not reveal any abnormalities. Surgical intervention was later performed and the electrode was explanted and will be returned for analysis. No additional adverse patient effects were reported. This event will be updated once the product is returned and analysis is completed.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this electrode exhibited multiple untreated episodes with oversensing of noise and changes in morphology. No inappropriate therapy was ever delivered. Review of the untreated episodes noted the potential of sense b node being oversensed. An x-ray of the system did not reveal any abnormalities. Surgical intervention was later performed and the electrode was explanted and will be returned for analysis. No additional adverse patient effects were reported.